Manufacturer narrative:
Zoll medical corporation evaluated the device and the device met all specifications. The device was extensively tested without duplicating the customer report. No critical errors were observed in the device activity log. The device's monitor board was replaced to reduce the probability of occurrence. A replacement device was sent to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on intermittently with a blue display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.